Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that during an ipg explant on (B)(6) 2025, visual inspection showed that both leads had migrated. As a result, the leads were also explanted to address the issue.